Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion: a philips field service engineer went on site and confirmed that the roadmap function did not work. When investigating the issue he found that in the back panel the slot of the image processing board the pins were bent. These pins were probably bent when this back panel was replaced during an earlier corrective maintenance. These pins can bend when the board is not placed precisely in the designated slot. The philips product designer and complaint investigator have analyzed the event log file and found out that the patient received a total air kerma of 0,73 gy. Since the total amount of dose received by the patient does not exceed 2 gy, no radiation related injuries are expected for the involved patient. Based on trending analysis there is no exceptional replacement rate for the replaced items, therefore we take no further action regarding these parts.

Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
Philips received a complaint from the customer in which was stated that during a thrombectomy it showed that the roadmap function did not work. Therefore a patient was x-rayed with 121 microgray per square centimeter for 5 minutes. According to the customer the road map problems occurred during treatment on the (B)(6). Due to that an angiography could not be performed as planned.